Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 5.2 inr on the coaguchek s system and 3.8 inr on a comparison lab. Caller states that the patient had her coumadin withheld for the day based on the meter result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.